Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the surgeon could not control the monopolar curved scissors (mcs) instrument. The site removed the instrument and observed that the wire was protruded and broken. The procedure was completed. Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. The surgeon experienced unintuitive motion with the instrument. When the surgeon attempted to control the instrument, the wrist moved in a different direction. The site replaced the mcs instrument with a back-up instrument of the same kind to resolve the reported problem. There was no patient harm, injury or adverse outcome due to the alleged product issue.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the monopolar curved scissors (mcs) instrument wrist moved in a different direction when the surgeon attempted to control the instrument, and the wire was protruded and broken, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The mcs instrument was analyzed and found to have a broken grip cable at the distal end. Failure analysis found the primary failure of the broken grip cable to be related to the customer reported complaint. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. The reported complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.